Manufacturer narrative:
Event date: the date of incidence was reported as being prior to (B)(6) 2014. The blade was returned for evaluation. The blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the fabrication process for the inner blade has been put in place, which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history records was performed which confirmed no inconsistencies (method code). A root cause was determined to be a manufacturing issue which has since been addressed (results code and conclusion code). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the surgeon experienced an extensive amount of metal shedding with the device. The surgeon tried multiple blades and they all experienced the same issue. Additional information received stated that the joint was irrigated and flushed throughout and there is confidence that all sheds were removed. There was a fifteen minute delay in the procedure and a back-up device was available.